Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a left hemicolectomy procedure, the anastomosis was okay, the donut was not correct, the cut line was frayed. However, testing of the anastomosis was okay. Five days post operatively, the cecum became ischemic and a reoperation was performed to create a new anastomosis. Twelve days post operatively, the left anastomosis became incompetent and reoperation of hartmann-op was performed. The pt expired due to a cardiac arrest. The cause of death was not contributed to multiple procedures or device issue. The pt was 85 and multimorbid.